Event description:
Prior to an acdf at c5-c6, the vectra drill guide broke. This happened in the operating room, but outside the surgical field, not at the back table. There were no fragments to retrieve and there was no harm to the patient. Another drill guide was available to use. The surgeon completed the procedure with no further problem and the patient is reportedly recovering well.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and the report indicates the drill guide was received with a broken handle and oxidation on the etching. There are also minor scratches on the surface. The handle is fractured above the pin which retains the radel handle on the main body of the instrument. The failure could have occurred from either the instrument being dropped on the floor or compressed beyond the intended function for plate retainment. As the fractured handle occurred outside of the surgical field and not at the back table it is not clear how it broke. The engineer located the risk analysis for this part and the risk of the handle breaking is not addressed.